Manufacturer narrative:
As reported, when the user tried to advance a 5f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The syringe and the procedure sheath were not received. The stopcock was observed to be open. Additionally, the balloon was found fully deflated. The sealant was exposed from the sealant sleeves and contaminated with blood. The device was inspected for damages or anomalies that may have contributed to the reported failure, and a frayed, split, and torn condition was seen on the sealant sleeves. No other anomalies were noted. Dimensional analysis could not be performed due to the frayed, split, torn condition on the sealant¿s outer sleeve assembly. A simulated deployment test was performed and button 1 was able to be depressed to deploy the sealant with no resistance felt. Button 2 was able to be fully depressed, and the balloon was able to be completely withdrawn into the tamp tube. No issues were noted with respect to button 1 and button 2 deployment. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification revealed that the sealant was exposed from the sealant sleeves and contaminated with blood. The sealant sleeves were seen to be frayed, split, and torn. Verification of compatibility with the sheath could not be performed due to damages on the outer sleeve assembly. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure ¿sealant sleeves (cartridge assembly)- frayed/split/torn¿ was confirmed. Additionally, based on the sealant condition and physical examination findings, the ¿mynx control system - deployment difficulty - premature¿ was confirmed, as the sealant was found exposed from the sealant sleeves. The frayed, split, and torn conditions seen on the sealant sleeves may have contributed to the reported incident. If the outer sleeve is damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, when the user attempted to advance a 5f mynx control vascular closure device (vcd) through the unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for analysis. Addendum: product analysis demonstrates that the sealant was found exposed from the sealant sleeves and exposed to blood.